Event description:
The customer reported the ventilator had low volume and sent the ventilator to the field service center. The field service center found the ventilator had no air flow due to a seized turbine.

Manufacturer narrative:
Na